Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue/fatigue"), breast mass ("rashes or skin conditions type: bumps on breasts"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, breast mass, weight increased, alopecia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, breast mass, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 123 lbs the implant was in the tube and the implant just protruded into the cavity with 4 coils just visible. A similar procedure was repeated and tubal insert was placed into the left tubal ostia without issue. 8 coils were just protruding into the cavity on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hair loss. Most recent follow-up information incorporated above includes: on 18-apr-2018: plaintiff's fact sheet and medical records received: events per pfs: rashes or skin conditions type: bumps on breasts, fatigue, weight gain / loss specify which one: weight gain, hair loss, cramping, abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("chronic fatigue"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.